Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. Subsequently, this pacemaker was explanted and replaced. This device has not been received for investigation. No additional adverse patient effects were reported.